Event description:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. It has been reported that device speakers are not functioning properly. No patient involvement reported at this time.

Manufacturer narrative:
Update to the supplemental awareness date: the customer called, and spoke with a philips representative. The customer requested, just a replacement speaker with no engineer evaluation. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The customer called and spoke with a philips representative. The customer requested just a replacement speaker with no engineer evaluation. The investigation concludes that no further action is required at this time.